Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a power source alert and a temperature alarm while not exposed to extreme temperatures. No additional information was provided regarding the issues. Additionally, a malfunction alarm occurred. Customer's blood glucose level was 296 mg/dl. Reportedly, the customer had an alternate pump available for insulin therapy.